Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Furthermore, a specific cause for the patient's infection could not be determined. It was also reported that the patient experienced low flow alarms. The reported event could not be confirmed as no log files were provided for review. However, the account stated that the alarms were likely related to hypovolemia. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists infection (localized, driveline, and pump pocket or pseudo pocket infection) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists hypovolemia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU provides information regarding the recommended anticoagulation therapy and inr range. Both the IFU and the patient handbook provide information regarding how to prevent infection and describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient went to the emergency department (ed) with complaints of low flow alarms. Patient was admitted to the hospital for hypovolemia and supratherapeutic international normalized ratio (inr). Upon admission, patient's white blood cell count was elevated and she had a fever of 100.2 f. Cultures were obtained and she was started on IV vancomycin and zosyn. Cultures came back positive for granulicatella adjacens. Transesophageal echocardiography (tee) was obtained to rule out endocarditis, which was negative. CT of the chest and abdomen was negative for abscess. Zosyn was stopped and patient was given one dose of rocephin. Infectious disease (ID) recommended to treat with vancomycin only. The treatment plan was IV vancomycin until (B)(6) 2019 and then 2 weeks of oral levaquin. Coumadin was placed on hold and the patient was given 2 units of fresh frozen plasma and 2 mg of vitamin k. There were no signs of bleeding noted. Inr came down to 1.3 on (B)(6) 2019. Coumadin was resumed. During admission, the patient experienced a nosebleed. Ears, nose, and throat (ent) physician was consulted and a single administration of afrin stopped the bleeding. Ent recommended nasal saline every 4 hours to the nostrils and afrin every 4 hours for 3 days. The nosebleed had resolved, however the patient's hemoglobin and hemocrit (h&h) was low at 6.5 g/dl and 21.5%. Patient was transfused 1 unit of packed red blood cells. H&h rose to 7.3 g/dl and 22.6%. Patient was discharged to home on (B)(6) 2019 with no further bleeding episodes.